Manufacturer narrative:
Additional information received on 26-apr-2023. It was discovered post use of the bwi product. Physician¿s opinion on the cause of this adverse event was that he got to close to the av node, atypical avnrt case. Intervention provided was steroids and temporary pacemaker, later a pacemaker was implanted. Outcome of the adverse event was unchanged, pacemaker implant. Patient required extended hospitalization because of the adverse event due to monitoring overnight to see if rhythm would restore with a temporary pacemaker. The patient got a pacemaker implanted the sunday of that weekend. Smartablate generator was used. In addition, provided the physician information and the patient's gender. Additional information was received on 01-may-2023. The ablation took place on (B)(6) 2023, this is when the physician caused av block in the patient. That day he placed a temporary pacer to see if the patient's conduction would come back over night. After close monitoring over the weekend, the physician decided to implant a pacemaker that sunday, (B)(6) 2023. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional request was sent for clarification on the date of the pacemaker implantation. However, no further information has been made available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced a heart block av. It was reported that during a procedure an adverse event took place. While inducing avnrt, while ablating the slow pathway (the physician concludes that it's an atypical avnrt), the physician bumped a spot on the node and eventually got av dissociation. They marked it. The physician decided to move forward and burn near the roof of the coronary sinus. During ablation, they did not see any prolongation. Their pr interval was normal, but after he came off of ablation and did some pacing maneuvers, the pr was prolonged and the physician got a 2 to 1 av node block, followed by a complete av block or av dissociation with junctional escape. Looking at the 12 lead and intracardiac, they saw that the atrial signal and ventricular signal was prolonging on the 12-lead and then it completely went from a 2 to 1 block to a complete av block after waiting awhile. The physician tried administering steroids without resolution. The physician waited for 30 minutes hoping that the a and the v would conduct again so they would get a consistent pqrst wave, but after a while, they saw the chambers were disassociated and no longer conducting together on the intracardiac and the 12-lead. The physician also tried administering isuprel without resolution. The physician ended up placing a temp wire in and watched the patient overnight. The patient ended up getting a pacemaker on (B)(6) 2022. The patient is now in stable condition. The thermocool® smart touch® sf bi-directional navigation catheter was used during the procedure. The pentaray catheter was going to be used during the procedure, but never ended up being used in the body.